Event description:
Boston scientific received information that this patient passed away during the implant procedure when this right ventricular lead was introduced in to the patient's subclavian vein, but prior to the lead being placed in the rv. The patient was a dnr patient and had 3rd degree heart block. The patient had an external pacer previously that had been pacing during the procedure so it was difficult to determine if the patient had expired. Fluoroscopy confirmed the heart was no longer beating and there was no pulse. The field representative was contacted and was unable to provide any further information regarding the adverse event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.